Event description:
It was reported that when the device was used during a laparoscopic gastric bypass procedure, the staple line did not form. In addition the anvil of the device is reported to be irregular. Opened another device to complete the case. There was no consequence to patient.